Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-02060. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that pump stoppage events occurred while the lvad system was powered by external batteries. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. It was reported that on (B)(6) 2016, the patient had received a prior distal end percutaneous lead (driveline) replacement, and that there was not enough length of the driveline remaining to perform a second replacement. It was reported that the patient is not a pump exchange candidate, and that the patient will remain ongoing on lvad support without intervention. The patient was asymptomatic.

Manufacturer narrative:
A system controller log file was submitted for analysis. Review of the log file data found pump stoppage and driveline fault events. These events occurred while the lvad system was operating on external battery power. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device was not available for evaluation. Previously, in (B)(6) 2016, a replacement of the patient¿s external portion/distal end of the driveline was performed due to a driveline wire issue (reference medwatch MFR report # 2916596-2016-02060). Driveline fault alarms occurred after the distal end of the driveline replacement. At the time, the alarm was silenced as the healthcare professionals felt that patient was not a candidate for pump exchange. An ungrounded patient cable was provided to the patient for use with the power module. The patient ultimately expired on (B)(6) 2017 (reference medwatch MFR report # 2916596-2017-01180) and the pump was not returned for analysis. The instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.